Manufacturer narrative:
Correction to g4 field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure procedure to treat non-valvular atrial fibrillation (a fib) and bleeding, a versacross connect solution was selected for use with watchman fxd curve access system. The patient was off xarelto prior to the procedure. It was implanters first time performing transseptal using versacross connect as he is more experienced using mechanical needle. The physician has been trained to use versacross connect prior to using with a demo kit and therefore was very hesitant to use the product. The physician did not use the radio frequency versacross pigtail wire to bring the dilator and fxd curve sheath into the superior vena cava (svc), despite sales rep's suggestion as he was more comfortable bringing it up with the j-wire (non-boston scientific j-wire) as the intention was to stick inferior and mid anteroposterior. The physician did put an additional curve on the sheath/dilator tip. It was difficult tenting the septum and seeing the dilator. The sales rep did visualize tenting superiorly and very quickly anteriorly. Shortly after radio frequency was not turned on and the physician stated "he was across,". The echo imager, the echo tech and the sales rep could not see the wire or dilator on the septum, in the right atrium , left atrium, left atrial appendage mitral valve, left ventricular left upper pulmonary vein or in the superior vena cava. The sales rep suggested pushing saline to visualize the wire/dilator location. On fluoro the device appeared to be in a different location than the septum. After several minutes of looking for the wire, the anesthesiologist informed us that the systolic blood pressure was decreased to 76/40 and that he was supporting the blood pressure with neo. Transesophageal echocardiogram (tee) showed a~1cm effusion around the left ventricular which was not there prior to the procedure and patient was not in tamponade. The procedure was not completed due to pericardial effusion. Hence, the physician performed a pericardiocentesis; 250ml of sanguineous fluid was removed from the pericardium. Patient was stable, extubated and sent to recovery without issues. Catheter was expected to be removed the next day. The patient was fully recovered. The patient discharge information is unknown. The product is available for return. 17may2023: gfe response received: there was no resistance felt while maneuvering the catheter. Pericardial effusion inferior-most likely inferior vena cava (ivc) per the transesophageal echocardiogram (tee) md. Ablation was not being performed, this was an left atrial appendage closure (laac). No prior effusion, perforation-simple collection of fluid. Effusion was gone due to pericardiocentesis. There was difficulty tenting the septum. When physician stated he crossed the septum (however he did not go on rf (buzz across the septum with rf generator) and the transesophageal echocardiogram (tee) md could not locate the mds catheter. It is unknown if there any reason to suspect excessive force being applied during transseptal puncture, most likely not, physician tends to be quite careful. Difficulties gaining transseptal access due to tenting not seen clearly on septum. MDR will be submitted on the dilator portion of the versacross connect kit, as it was reported that the rf wire was not used. No additional complaint will be created for the rf wire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure procedure to treat non-valvular atrial fibrillation (a fib) and bleeding, a versacross connect solution was selected for use with watchman fxd curve access system. The patient was off xarelto prior to the procedure. It was implanters first time performing transseptal using versacross connect as he is more experienced using mechanical needle. The physician has been trained to use versacross connect prior to using with a demo kit and therefore was very hesitant to use the product. The physician did not use the radio frequency (rf) versacross pigtail wire to bring the dilator and fxd curve sheath into the superior vena cava (svc), despite sales rep's suggestion as he was more comfortable bringing it up with the j-wire (non-boston scientific j-wire) as the intention was to stick inferior and mid anteroposterior. The physician did put an additional curve on the sheath/dilator tip. It was difficult tenting the septum and seeing the dilator. The sales rep did visualize tenting superiorly and very quickly anteriorly. Shortly after radio frequency was not turned on and the physician stated "he was across,". The echo imager, the echo tech and the sales rep could not see the wire or dilator on the septum, in the right atrium , left atrium, left atrial appendage mitral valve, left ventricular left upper pulmonary vein or in the superior vena cava. The sales rep suggested pushing saline to visualize the wire/dilator location. On fluoro the device appeared to be in a different location than the septum. After several minutes of looking for the wire, the anesthesiologist informed us that the systolic blood pressure was decreased to 76/40 and that he was supporting the blood pressure with neo. Transesophageal echocardiogram (tee) showed a~1cm effusion around the left ventricular which was not there prior to the procedure and patient was not in tamponade. The procedure was not completed due to pericardial effusion. Hence, the physician performed a pericardiocentesis; 250ml of sanguineous fluid was removed from the pericardium. Patient was stable, extubated and sent to recovery without issues. Catheter was expected to be removed the next day. The patient was fully recovered. The patient discharge information is unknown. The product is available for return.